Event description:
It was reported that pump housing and usb port were damaged and bent making it difficult to insert the charging cable resulting in the pump shutting down. Reportedly, customer went to the emergency room, the customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. Customer was treated with intravenous fluids of saline and insulin. Customer was discharged the next day (B)(6) 2025 with the issue resolved and no permeant damage. Customer continued to use current pump.